Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act and up button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with cracked reservoir tube lip and broken battery tube threads. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to get response and there was a piece breaking off the battery compartment. The customer mentioned that the issue started 3 years ago. The customer declined further troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.